Manufacturer narrative:
H10:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was not duplicated. The unit passed trouble shooting ltv alarm volume test with the value of 85 db. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported by vyaire medical that the lap top ventilator 1150 alarm is not loud enough even on highest decibel. The issue occurred during patient use and the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported by vyaire medical that the lap top ventilator 1150 alarm is not loud enough even on highest decibel. As of this time, there is no information about patient involvement associated with this reported event.